Event description:
It was reported that a patient experienced a system error 2240 (air in line/set) alarm during use with a minicap transfer set. The patient was connected at the time of the alarm. This occurred during drain two of three of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a disconnection between the patient line of the cassette and the transfer set that led to this alarm. Renal therapy services (rts) guided the caregiver to end the therapy and advised to contact the nurse regarding the issue. Rts reviewed proper procedures per the user manual reviewed with the caregiver. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: an alarm indicative of a potential malfunction of the transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, there was a disconnection between the patient line of the cassette and the transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted